Manufacturer narrative:
Based on the claim against the product by the customer noting ssc arm swap pedal not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the customer reported issue and replaced footrest to resolve the issue. The system was tested and verified as ready for use. The footrest was analyzed and failure analysis investigation was able to confirm the reported event. The footrest was installed into the printed circuit assembly (pca) xi test system. The swap pedal was not working correctly when pressed. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the ssc arm swap pedal was not working during procedure. The fse confirmed the customer reported issue and replaced the footrest to resolve it. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon side console (ssc) arm swap pedal was not working. Prior to calling the technical support, the customer tried power cycling the system with no change. Intuitive surgical, inc. (Isi) technical support engineer (tse) watched logs while surgeon hit the foot pedal multiple times and it eventually worked. The tse suggested to press pedal until it works. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The surgeon continued to kick the far left pedal as instructed by the tse.